Event description:
It was reported that the patient¿s glucose was 245 mg/dl after a missed meal announcement while using the ilet, and the caregiver was advised not to announce the meal more than 30 minutes after eating because the pump had already begun corrections. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose due to user interaction timing without medical intervention. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.

Manufacturer narrative:
Initial.